Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that change to device programming and change in activity level led to the loss of therapy. Additional information from the consumer¿s family member reported that he did not know that they replaced the device but the might have gone in and just repaired it. He did not know for sure. The patient went to the doctor on (B)(6) 2015 and they viewed x-rays; a manufacturers¿ representative (rep) was there. The machine was not transmitting to the ins so they scheduled the surgery on (B)(6) 2015. The patient got a new doctor that started seeing him on (B)(6) 2016. She saw the rep last on (B)(6) 2016 and they changed the patient from program 1 to 2. On (B)(6) 2016, it did not seem to be working right so it was changed to program 3 at 1.3v. Also on (B)(6) 2016, they changed to program 4. Since changing to program 4, it substantially changed the results. It resolved everything but a little leaking. Prior to that, the patient was getting up 23 times a day to go and was leaking. The patient stayed on program 1 for too long. They did not realize it was not transmitting to the ins until they went to the doctor. The cause was unknown. The patient was playing bocce ball and doing water aquatics of walking in the pool and exercising.

Event description:
The consumer reported that she was not feeling stimulation and therapy was on. The patient had not been getting relief since sometime in 2016. The patient had a fall a couple of months prior to the report; sometime in 2016 and they put a new device in. The patient was on program 2 at 1.1v and about 3 weeks prior to the report, the patient was told to try the setting for 2-3 weeks and it had been 3 weeks but it was still not helping. She wanted to know what program to try next. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.